Manufacturer narrative:
The returned used/damaged arthroscopic energy 90 degree probe was visually examined and inspected with magnification. The probe was received with the cord and suction line cut off. The distal tip ceramic insulator and electrode assembly was twisted at about 90 degrees from its normal position. The electrode has obvious signs of use. The ceramic insulator appears to have been exposed to an "arthroscope hit" or short circuit between the arthroscope and the active probe. Evidence appears on the side of the ceramic in the form of melted ceramic material at the point of electrical contact. The ceramic damage caused a flaw in the surface which propagated into a crack around the ceramic housing and is likely the result of the device being struck/hit on one side during insertion or withdrawal of the probe during use. This lot with (B)(4) was manufactured in a lot of 720 units. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. A review of complaint history revealed there has been no other complaint received for this device/lot combination for any issue. A 2-year review of product history for this device family shows only two (2) reports for this failure mode. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. To reduce the risk of probe tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. -it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The sales representative reported that during use of the aes-90sc arthroscopic energy 90 degree probe with suction as they were nearing the end of the sub acromial decompression shoulder surgery; the attending pa noticed the ceramic head was cracked. The sales representative also observed the head was cracked and requested the surgeon pull the probe out and replace it. The surgeon continued to use the probe until the procedure was completed. When the probe was removed it appeared the crack in the ceramic had melted back together. There was no patient injury and no surgical delay with this occurrence. This incident is being reported as a malfunction with potential of patient injury with recurrence.